Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump keypad were not responding. The customer¿s blood glucose level was unknown. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated menu circle button was unresponsive. Customer stated they using the up arrow allows them to navigate screens. Troubleshooting was performed. The insulin pump will not be returned for analysis.